Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic sleeve gastrectomy on an unknown date and suture was used. It was reported that the needle has bent at the tip. The doctor used a second needle and suture to complete the procedure. There were no patient consequences reported.